Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for inflation issue or dislodged/ dislocated stent from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that a 3.5 x 18 mm xience xpedition balloon did not fully inflate and the stent dislodged from the balloon partially in healthy tissue. Another unknown stent was used to embed the stent in the vessel wall and an unknown balloon catheter was used for post-dilatation to complete the procedure. The lesion was completely covered with the second stent. There was no clinically significant delay in the procedure. No additional information was provided.